Event description:
The jacket on device was difficult to retract. After implantation an endoleak was observed at the contralateral attachment site, due to access difficulties which led to twisting of the endograft and to a stenotic common iliac artery. A 12mm x 70mm stent graft was implanted to resolve the endoleak.